Event description:
(B)(4). Severe stomach pain, cramping, ovarion cysts, rash, hair growth in new places, painful periods, painful intercourse

Event description:
(B)(4). (B)(6) 2015 I had to have a hysterectomy due to the essure. (B)(6) 2015 I had a vaginal ultrasound that showed both coils in place. After surgery pathology found that my right coil was no longer in my tube.